Event description:
On (B)(6) 1988, the pt was implanted with an scs system. It was reported that the pt lost stimulation on (B)(6) 2009 and as of (B)(6) 2010 it was communicated that the pt will have a new trial procedure and surgical revision at a later date.

Manufacturer narrative:
Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.